Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low troponin t hs result for one patient sample from the cobas e411 disk analyzer. The initial result was 155.7 pg/ml with a data flag and was reported outside of the laboratory. The laboratory had a protocol to repeat high results so the sample was repeated with a result of 12.15 pg/ml which was reported to the doctor. The laboratory then received information the patient had high troponin I results from a point of care device, so they recentrifuged the sample, aliquoted more serum from the primary tube, and repeated testing along with qc material. The troponin t hs result was 147.5 pg/ml with a data flag. On (B)(6) 2018, the repeat result was 150.0 pg/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 267654. The expiration date was requested but was not provided. The qc results were in range. Foam was found in the microbead compartment for all the reagents onboard the analyzer. The field service representative found the bead mixer was bent and replaced it. Afterward, no foam was seen on the reagents. The investigation was unable to find a definitive root cause.